Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
The marketing evaluation unit reported that the patient was treated with a periarticular proximal humerus plate for a fracture. The sutures broke as they were being tied. It was too sharp inside the suture hole. No further information was provided.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lcp periarticular proximal humerus plate was reported in error.